Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation and error code 72 was present. The device has been scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.